Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a l4-5 plif using capstone device and bmp. Appropriate sized capstone device was then packed with bmp and tapped into the interspace. Post-op, the patient developed nerve damage and chronic pain in limbs.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010: the patient presented for follow up of previous diagnosis of lumbar stenosis. The patient had complaints of lower back pain. Patient reports status unchanged following an epidural block in (B)(6) 2009. Examination of lumbar spine: moderately limited flexion with low back pain bilaterally. Assessment: lumbar disc degeneration; lumbar spinal stenosis. On 2010: the patient presented for selective nerve root block. No complications were noted. On (B)(6) 2010: the patient presented for follow up after epidural block. Patient reports no change in symptoms following treatment. Examination of lumbar spine: moderately limited flexion with low back pain bilaterally. Assessment: lumbar spinal stenosis. Lumbar x-ray and MRI scheduled. On (B)(6) 2010: the patient presented for a MRI of the lumbar spine without contrast. Exam found there is mild scoliosis of the lumbar spine with convexity to the right. There is very minimal anterolisthesis of l4 on l5. The discs at l3-4 and l4-5 are desicacated. There are mild end plate irregularities. The conus medullaris ends at t12-l1 level. At l3-4 there is mild disc bulge. At l4-5 there is mild disc bulge and bilateral facet arthropathy. X-rays of the lumbar spine with oblique views found minimal anterior listhesis l4 over l5 and spondylolysis at l5 bilaterally. On (B)(6) 2010: the patient presented for follow up after lesi and MRI. MRI of the lumbar spine shows severe facet arthropathy l4-5 right, with foraminal stenosis at that level as well as grade 1 degenerative spondy. Examination of lumbar spine: moderately limited flexion with low back pain bilaterally. Assessment: lumbar disc degeneration; lumbar spinal stenosis. Surgery discussed and to be scheduled. On (B)(6) 2010: it was reported that the patient presented with worsening back and leg pain. The patient was following up regarding grade 1 spondy with stenosis l4-5 and severe back and leg pain not responsive to lesi, rest. Patient wants to proceed with surgery. Examination of lumbar spine: moderately limited flexion with low back pain bilaterally. Assessment: lumbar spinal stenosis (B)(6) 2010: patient presented for x-rays of chest. No abnormalities. On (B)(6) 2010: the patient presented with a preoperative diagnosis of lumbar spinal stenosis and instability at l4-5 secondary to facet hypertrophy and ligamentous hypertrophy. The patient underwent the following procedures: l4-5 laminectomy using metrx device; posterior lumbar interbody fusion using capstone device and rhbmp-2/acs; bi-lateral pedicle screw instrumentation l4-5 using sextant implants. Emg was used during placement of pedicle screws and was within appropriate tolerance. Per the op notes, "...annulotomy was performed at the l4-5 level. The interspace was entered, disc material was removed and the endplates decorticated. Appropriate sized capstone device was then packed with bone morphogenic protein and tapped into the interspace." Antibiotics were administered. No patient complications were noted. On (B)(6) 2010: the patient presented for follow up after lumbar fusion surgery. Patient still complained of some leg pain but claims back seems to be better. Patient did note severe constipation. Patient was noted to be using a walker. Lumbar x-rays were scheduled. On (B)(6) 2011: the patient presented for second follow up after lumbar fusion surgery. The patient reported slight improvement in pain, but also reported that numbness persists. X-rays were reviewed and show the alignment of the construct, position and maturation of the graft, and position of the interbody device to be satisfactory. The surgical incision was noted to be well healed with no signs of infection. New medications added: endocet. X-rays of flexion and extension scheduled. On (B)(6) 2011: patient presented for x-rays of the lumbar spine with oblique, flexion and extension views. Noted loss of usual range of motion. On (B)(6) 2011: the patient presented for a follow up where it was noted the patient had solid fusion at l4-5 with no movement. Patient's gate was noted to be normal. Incision was noted to be well healed with no evidence of infection. It was noted that the patient continued to improve. On (B)(6) 2011: patient presented for x-rays of the lumbar with obliques. Exam found there is very minimal scoliosis of the lumbar spine with convexity to the right which may be positional. There are mild lateral osteophytes. On (B)(6) 2011: the patient dictated a letter to physician stating complaints of numbness in both feet and a burning sensation that travels downward from leg to heel. Patient also reports pain in lower back and difficulty with rom. On (B)(6) 2011: the patient presented with complaints of shocking pain in both legs while laying on his stomach. X-rays show the construct alignment, position and maturation of the graft, and position of the interbody device to be satisfactory. No further complications noted. On (B)(6) 2011: the patient presented with continued complaints of pain in both legs while laying on his stomach. X-rays show the construct alignment, position and maturation of the graft, and position of the interbody device to be satisfactory. Emg of lower extremities scheduled. CT scan on this date noted at l4-5 there is a mild disc bulge and mild bilateral facet arthropathy. At l5-6, there is disc bulge and right para-central osteophyte and bilateral facet arthropathy. At l6-s1, there is mild bilateral facet arthropathy, pseudoarthrosis between the right transverse process of s1 and pelvis. On (B)(6) 2011: the patient presented for emg of lower extremities. Exam found chronic mild l5 and s1 radiculopathy bilateral, right worse than left. On (B)(6) 2011: the patient presented with continued complaints of pain in both legs while laying on his stomach. X-rays show the construct alignment, position and maturation of the graft, and position of the interbody device to be satisfactory. Emg test results show chronic lumbar radiculopathy. Doctor requests consultation as well as referral to pain management. On (B)(6) 2011: patient presented to pain mgmt. With complaints of chronic lower back pain with radiation into the legs bilaterally, right side greater than left. Patient also reports leg pain. Emg is remarkable for mild bilateral radiculopathy l5 and s1 right side greater than left. Psychology evaluation finds depression with high stress levels. Examination found dysesthesias and decreased sensation lateral legs right side greater than left. Back tenderness of palpation of the lumbar sacral spine. Patient has limited rom secondary to pain. Exacerbation with flexion and extension as well as facet loading maneuvers. Si joints mildly tender bilaterally. Straight leg raise is positive bilaterally with right side greater than left. Right l5 and s1 radicular pain. Assessment: lumbar radiculopathy, lumbar stenosis, post laminectomy lumbar, lumbar spondylosis. On (B)(6) 2011: the patient presented for a right side lumbar transforaminal epidural steroid injection. No complications were noted. On (B)(6) 2011: the patient presented for pain management. Patient reports 50% improvement in pain after taking the medications as advised. The patient reports difficulty in bending, sitting, standing, walking, lifting, and getting up and down. Examination found dysesthesias and decreased sensation lateral legs right side greater than left. Back tenderness of palpation of the lumbar sacral spine. Patient has limited rom secondary to pain. Exacerbation with flexion and extension as well as facet loading maneuvers. Si joints mildly tender bilaterally. Straight leg raise is positive bilaterally with right side greater than left. Right l5 and s1 radicular pain. Assessment: lumbar radiculopathy, lumbar stenosis, post laminectomy lumbar, lumbar spondylosis.